Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the netherlands alleged discrepant results for the influenza a target for four samples while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The four samples were tested on cobas liat using the sars-cov-2 & influenza a/b test and generated a negative result for influenza a (sars positive, influenza b negative). The same samples were retested on cobas liat using the influenza a/b & rsv test and generated a positive result for influenza a (influenza b negative, rsv negative). Finally, the same samples were also retested on a competitor platform (neumodx) and generated a positive result for influenza a (influenza b negative, rsv negative, sars positive). The results were not obtained for direct patient care but as quality control retests. Results were not released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 4 MDR will be filed.

Manufacturer narrative:
An investigation concluded that the discrepancies observed appear linked to a known limitation of the assay, regarding competitive inhibition. As stated within the results section, influenza a and influenza b negative results should be considered presumptive in samples that have a positive sars-cov-2 result. Competitive inhibition studies showed that sars-cov-2 virus, when present at concentrations above 3.6e+04 copies/ml, can inhibit the detection and amplification of influenza a and influenza b virus rna if present at or below 1.8e+02 copies/ml or 4.9e+02 copies/ml, respectively, and may lead to false negative influenza virus results. If co-infection with influenza a or influenza b virus is suspected in samples with a positive sars-cov-2 result, the sample should be re-tested with another FDA cleared, approved, or authorized influenza test, if influenza virus detection would change clinical management. Note that sample 1, only the frta data was seen in the provided data; review of the frta data shows flu a result is quite late and near the lod of the assay. It is possible that this was the reason for the negative flu a result with scfa assay. Facility name truncated due to character limit : (B)(6). (B)(4).